Manufacturer narrative:
(B)(4).

Event description:
Customer's blood glucose was low (value not provided).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room. Customer declined to provide further information regarding the event.